Event description:
It was reported that the patient presented to the hospital after experiencing inappropriate stimulation in the pocket area. Upon interrogation, the pacemaker was found in backup mode. The pacemaker was explanted and replaced. The patient was stable.